Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified white particles in device inner surface, flat creases, total delamination of valve and one curved opening. Leak test and microscopic analysis was performed which identified total delamination of valve and one striated opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.